Event description:
Reporter alleged she obtained a result of 98 mg/dl on her voicemate advantage system while feeling hypoglycemic symptoms. Reporter stated she alerted the emt's who arrived and gave her orange juice before obtaining a 50 mg/dl result on their system. Reporter stated they took her to the ER, gave her oxygen, put her on a heart monitor, tested her blood pressure, and gave her an IV. Reporter stated her insulin was decreased before she was released from the ER nine hours later. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.